Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 18:00pm on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 9 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Specifically, bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 17:59pm on (B)(6) 2019, which is not sufficient time to replace the reagent. The station properties were reset at 18:00pm on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 9 was to be set to the default concentration of 100%. The properties of the reagent bottle in 9 prior to this user action were: ethanol concentration = 77.7%, cycles = 79, cassettes = 6223 and days = 57. Although the user affirmed in the instrument software that the ethanol concentration in bottles 9 (ethanol) was to be set to the default value of 100% at 18:00pm on (B)(6) 2019. The actual ethanol concentration remained unchanged at 77.7% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 9 (ethanol) was used for the final dehydration step of the following protocols: the "6 hour regular tissue run" protocol started in retort b at 18:00pm on (B)(6) 2019; the "6 hour regular tissue run" protocol started in retort b at 17:27pm on (B)(6) 2019 and the "2 hour biopsy run" protocol started in retort a at 17:30pm pm (B)(6) 2019. As the minimum final reagent concentration required for ethanol is 98%, the quality of tissue processing from each of these protocols would be adversely impacted. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps, and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
On 15 may 2019, leica biosystems received a complaint regarding "poor processing" of tissue samples, which had been processed using and either the biopsy 2 hour protocol in retort a or the routine 6 hour protocol in retort b. The complainant advised that both protocols from which sub-optimal tissue processing had been identified had started on (B)(6) 2019 and completed on (B)(6) 2019; and all reagents, including the wax in all wax chambers, had been replaced subsequently to the identification of sub-optimal tissue processing. On 03 june 2019, the leica applications specialist received information that all cases involved in this event were diagnosable. This information was received by leica biosystems (B)(4) on 04 june 2019.